Event description:
The rptr stated that she did meter to hcp meter comparison tests, with results of 195 vs 145 mg/dl, respectively, no symptoms were reported. A control solution test was not done, since supplies were not available.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8